Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Damage to the 4.00 x 16 mm taxus express2 drug eluting stent was identified during unpackaging. No patient complications were reported. Patient status reported as "good."

Manufacturer narrative:
Device has been received for analysis, however additional testing has not been completed at the time of this report.